Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It is noted that the components from the acetabular side are a competitor's devices. The only device for this manufacturer is the femoral stem.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to loosening. X-rays showed migration and valgus orientation with mild osteolysis in the acetabular side. The case report form indicates this event is possibly related to device and definitely related to procedure. This event report was received through clinical data collection activities.